Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with grade 3 functional mitral regurgitation for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was advanced into the left atrium. A microthrombus was observed at right atrium side. The activated clotting time (act) was over 250 seconds. On physician's discretion the procedure was continued without taking suitable measures for thrombus. It was opted to keep the patient on observation. Air was observed in right superior pulmonary vein (rsvp) through transesophageal echocardiogram. The air dissolved spontaneously. The mitraclip ntw was deployed at anterior and posterior leaflet 2 (a2p2) and the procedure was terminated with mr reduction to grade 1. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism and thrombosis/thrombus. Air embolism and thrombosis/thrombus, listed in the instructions for use, are known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.